Event description:
The patient contacted baxter's technical service center regarding a low ultrafiltration (uf) alarm, which occurred on the homechoice (hc) during use during drain 5 of 5. The patient stated the hc had been alarming all night with low drain volume alarms and he would bypass to the fill cycle. The baxter technical service representative (tsr) explained the alarm and asked the patient to down arrow. The drain volume equaled increased to 3096ml. The hc then went to end of therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2011, regarding the reported event. The pdn verified the patient's largest prescribed fill volume (lpfv) is 1900ml. The pdn stated the patient has not reported any symptoms that meet increased intraperitoneal volume (iipv) criteria. When asked about drain volumes that meet iipv criteria, the pdn stated they have difficulty following the patient's drain volumes because the patient does not report the volumes accurately to the pdn. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the patient was continuing therapy on the cycler successfully since then. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Should additional information become available, a follow up MDR will be submitted.